Event description:
An incident occurred on an unspecified date involving a spinning spiros closed male luer, purple cap reported that during subcutaneous chemotherapy injection, a leak occurred at the syringe stopper. Small amounts of the product leaked onto the patient and the student's gloves. Some chemotherapy drug was lost. Half of the azacitidine dose was not administered to the patient. The leak was cleaned up as per facility protocol, kit not specified. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.